Event description:
It was reported that the pt had her vns generator replaced due to end of service. The explanted generator was returned and analysis found that the generator was not at end of service. The elective replacement indicator was not set. The device performed to specifications. A battery life calculation was performed that estimated approx 0.29 years until end of service. Info was later received indicating that the replacement was prophylactic as the pt had been experiencing an increase in seizures; however, no other info was provided. Attempts for further info from the site have been unsuccessful to date.